Manufacturer narrative:
Lot# 7948 (B)(4). Usage of device: initial use of device. Visual inspection; functional inspection; device history review. No issue found. During investigation it was discovered that the unit that was returned, lot 7948, was not manufactured until (B)(6) 2015, therefore it could not have been the unit used in the procedure dated (B)(6) 2015.

Event description:
It is reported that; oasys set screws popped out of c1 screws.

Event description:
It is reported that; oasys set screws popped out of c1 screws.